Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant depressed total bilirubin (tbil) result obtained on a neonate patient sample on a dimension vista 1500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. No product non-conformance was identified with the assay or analyzer. The system is working as specified and flagging correctly for the presence of hemolysis for tbil samples. Hsc concludes the cause of the event for reporting a falsely low tbil result for a neonatal patient sample is due to a sample specific issue due to operator use error. The operator reported a tbil result with an e111: hemolysis error flag which should not have been reported based on dimension vista troponin assay instructions for use (IFU). Hemolysis interference causes depressed tbil results at elevated hemoglobin concentrations. The dimension vista total bilirubin (tbil) instructions for use states, "the instrument reporting system contains flags and comments to provide the user with information regarding instrument processing errors, instrument status information and potential errors in total bilirubin results. Refer to your dimension vista® operator's guide for the meaning of report flags and comments. Any report containing flags and/or comments should be addressed according to your laboratory's procedure manual and not reported." The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed total bilirubin (tbil) result was obtained on a neonate patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician who questioned the result. New samples were processed the same day and higher results were obtained and reported. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tbil result.